Event description:
After box cuts were made, surgeon placed the metal femoral trial with an 18mm trial stem and the trial assembly would not seat. Upon removal of the trial stem, the femoral trial was again placed but did not seat. It was noted by the assisting physician that the box cuts were narrower at the end of the cuts, likely due to blade deflection. The box cuts were then opened more, and the femoral trial was able to be seated to within approximately 3-55mm of a desired flush position. The surgeon then impacted the trail, cracking the medial condyle at the superior medial box cut corner. A cannulated screw was placed to fix the condyle to the femur. The surgery proceeded without further complications and the total joint implants were implanted successfully.